Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg would not communicate with the remote control after multiple charging cycles. The ipg was replaced with an MRI compatible device and the patient was doing well post-operatively. The explanted ipg was discarded.